Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that the implant started to not work and that they're having issues with the implant. Patient also mentioned that originally, they would only charge their implant once a week, however, they are not charging their implant every other day. Patient also mentioned that the hours to charge their implant varies. Sometimes, they would only charge for an hour, sometimes more, that patient has to turn off the stimulation so he implant can charge faster. Patient mentioned that the hcp decided to replace the implant since when the implant hits 30% or below, the stimulation is no longer working. Patient is set to have their surgery on (B)(6) 2026.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional. It was reported that surgery (B)(6) 2026. Cause was not provided. New battery after multiple attempts to charge with rep. Issue will be resolved at the day of surgery. The hcp will ask to return the device.